Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer he device, used for infusion of chemotherapy drugs, during use for flushing with physiological saline 10ml, manifested leakage of liquid at the catheter connection near the fixing fins: catheter cracking and rupture was detected. No harm was found to the patient or operator. The incident had caused the device to be replaced.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the catheter made replacement necessary following cracking and rupture near the fins. No damage to the patient was reported. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.